Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life. There was no telemetry and no output.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had premature battery depletion and impedance testing was done. It was stated the patient¿s ins was replaced on (B)(6) 2014 and the issue was resolved. It was noted the surgeon stated the battery of the device was too short of a life. The patient¿s status was reported as no injury and there were no patient symptoms or complications associated with the event. It was later reported the ins was working for three years and had programmed settings of case +, 3-, and 2- with cycling for 0.2 seconds on and 0.2 seconds off. It was noted the amplitude was set at 3 volts. Additional information stated the frequency was set at 14 hertz and the pulse width was 210 microseconds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.